Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation. Device history record (DHR) - record showed no abnormalities related to the reported failure. Complaint not confirmed via inspection of the unit, no issues observed. Evaluation found when the unit is properly positioned and put under pressure the unit will function properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an endoscopic third ventriculostomy was performed on a (B)(6) year old male patient on (B)(6) 2020. The headclamp was placed bi parietal. The a1059 mayfield modified skull clamp was losing tension between 40 to 60. The surgeon proceeded with the procedure when the tension was consistent. There was a pin site fracture noted during a CT scan. There was no laceration and no delay in surgery.